Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the user's finger became entrapped while moving the table longitudinally. This issue occurred during a diagnostic vascular procedure, which could be completed normally. The system's instructions for use include a warning about accessing the longitudinal guiding mechanism from underneath the tabletop, alerting that serious injury may result if any part of the body becomes trapped in the mechanism. Philips has confirmed that the system did not malfunction, and provided instructions to the customer on the workflow for moving the table.

Event description:
It has been reported to philips that a finger trapped in ad7 table while moving table. The injury to the finger was a bruised finger which required no treatment. Philips has started an investigation of the complaint.